Manufacturer narrative:
The technician found the bed exit tape strips are not working. He replaced the tape strips to repair the bed.

Event description:
The account alleged the bed's exit alarm is not working.